Manufacturer narrative:
(B)(4). Date sent: 6/26/2025. Corrected data: b3. Additional information was requested, and the following was obtained: did the device staple? (B)(6): yes. Was the staple line complete? (B)(6): yes. Were there any staples missing from the staple line? (B)(6): no. What was the shape of the staples (b-formation, irregular, legs straight)? (B)(6): I was not in the case but hcp did not mention that staples shape was irregular. Were the staples deployed into the tissue? (B)(6): yes. Were the staples seen in the surgical field? (B)(6): (B)(6): I was not in the case but there was no feedback from the nurses on the staples in the surgical field. Did the device cut? (B)(6): yes. Was the cut line fully circumferential around the target tissue? (B)(6): yes. If the device fully cut, were both tissue donuts present? (B)(6): yes. If the device fully cut, were both donuts complete? (B)(6): yes. Date of event (B)(6): 22 may 2025. Updated patient outcome (B)(6): hcp mentioned that patient is all well please estimate time of delay to surgery due to this event (B)(6): I was not in the case hence unable to provide an estimate. Doctor's opinion if this is considered an adverse event: (B)(6): no. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6)) on dd mmm yyyy or provided from knowledge as you were present in the case? (B)(6): was updated by hcp.

Manufacturer narrative:
(B)(4). Date sent 6/16/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Did the device staple? 2. Was the staple line complete? 3. Were there any staples missing from the staple line? 4. What was the shape of the staples (b-formation, irregular, legs straight)? 5. Were the staples deployed into the tissue? 6. Were the staples seen in the surgical field? 7. Did the device cut? 8. Was the cut line fully circumferential around the target tissue? 9. If the device fully cut, were both tissue donuts present? 10. If the device fully cut, were both donuts complete? 11. Date of event. 12. Updated patient outcome. 13. Please estimate time of delay to surgery due to this event. 14. Doctor's opinion if this is considered an adverse event: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the hcp feedback that rectal mucosa everted out after cdhp usage. Had to resect and anastomosis. There were no patient consequences.